Event description:
Caller indicated the relion prime meter was giving high readings. Customer is pre diabetic and just started testing and does not get high readings. She did compare prime readings to her other meter and was getting 70 points higher. On (B)(6) she took a test and got a reading of 200 so she took 2000mg of insulin and minutes later tested again with the prime and got a reading of 176. She felt light headed and decide to test with other meter and got a reading of 76 so she had a pepsi and then she felt better. She washes hands with water only and is not changing lancets all the time. She stores products in living room. Customer does not have control solution. Replacing product.

Manufacturer narrative:
Device history records were reviewed and no anomalies were detected. Product involved in incident was returned and evaluated. The returned product performed within specification. Retention samples of the same lot of test strips involved in the incident were also tested and performed to specification. No failure detected.